Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was due to a hardware defect. The cause was a defective k2 relay in the control cabinet which is responsible for supplying power to the cooling system. When this defect occurs, no x-rays can be generated because there is no cooling of the x-ray tube, and it would overheat and be destroyed. In order to avoid possible damage, the system issues an appropriate error message and prevents further overheating by switching off the radiation, which mitigates the problem. In case of such a defect, service intervention is necessary. After replacement of the relay the equipment ran again as specified. The occurrence rate of the mentioned error pattern was checked and a possible error accumulation or even a possible general error, which would require corrective measures of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis ta system. During a an interventional procedure, the x-ray tube overheated. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.